Event description:
Reportedly, instrument cuts but does not clip. Applied another. No injury. Procedure: thyroidectomy.

Manufacturer narrative:
This complaint was re-evaluated and it was determined to be a malfunction.